Event description:
Health professional reported an alleged leak with a lap-band port. The event was first noticed "after several months of band fill adjustments" when the surgeon "found decreasing return volumes." The leak was "confirmed at surgery" when the "port was injected with saline and profuse leakage was discovered around posterior turret and cup seam." The port was replaced.

Manufacturer narrative:
Allergan has rec'd the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the rptr the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage over-restriction."